Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant : product ID 3389s-40, lot# v818108, implanted: (B)(6) 2012. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device ¿never worked right.¿ the reporter stated that the device was never able to be programmed right and the device battery was dead. It was reported that the lead was put in the wrong spot and it wasn¿t doing the patient any good. It was noted that the patient had multiple x-rays of it. The reporter stated that the patient¿s dystonia was ¿terrible¿ now. It was reported that when the device was turned on, the patient would get ¿sudden jerks¿ and muscle spasms and it would turn the patient¿s arm one way and her leg one way and she couldn¿t control it. It was noted that the device ¿came on and everything¿ but didn¿t control the patient¿s parkinson¿s symptoms. It was reported that there was a ¿hump¿ next to the device connector and there was a wire that ¿poked out all the time¿ and could be seen. Additional information has been requested but was not available as of the date of this report.